Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent buttons due to moisture damage at the keypad traces. No button error alarms noted. No cosmetic damage noted.

Event description:
Customer reported receiving a button error alarm on the insulin pump and stated that they were unable to clear it. Customer's blood glucose reading at the time of the call was 191 mg/dl. No further information reported.